Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the device found seven (7) bands present and with one (1) blue band broken and caught under three (3) other blue bands. It was noted that the ligator head teeth were damaged. The suture was noticed to be intact and attached to the trip wire loop and ligator head. The ligator head teeth were damaged. The trip wire was also noted to be bent and had been cut at approximately 130 cm from the distal end. It was observed that the proximal loop was retracted into the handle post and the wire was not secured into the handle slot but the handle slot presented evidence of previous securing of trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonic biopsy procedure performed on (B)(6), 2015. According to the complainant, during preparation, a band fell off before it was used on the patient. The same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). Problem code (B)(4) pertains to the reported speedband superview super 7 device malfunction of deployed prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a colonic biopsy procedure performed on (B)(6) 2015. According to the complainant, during preparation, a band fell off before it was used on the patient. The same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.